Event description:
A customer reported to beckman coulter (bec) a leak inside the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 1 ml and was contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to customer site on (B)(4) 2013. The fse found that the tubing going from the peltier module to the fitting wm6 of the blood sampling valve (bsv) was cut. This tubing carries erytholyse ii reagent from the peltier module to the bsv. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was that the tubing going from the peltier module to fitting wm6 of the bsv was cut. (B)(4).